Event description:
Senseonics was made aware of an incident where the sensor removal was unsuccessful during the removal appointment on (B)(6) 2025. An incision was made and the sensor was palpable. A magnet was used to localize the sensor, but no transmitter or ultrasound was used. User is doing fine and another appointment will be scheduled on a later date.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.